Manufacturer narrative:
This event occurred in (B)(6). The test strips were requested for investigation, however, the customer has no more test strips from the affected vial left to return. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter questioned lower than expected glucose results for multiple patients being tested on multiple accu-chek inform ii meters with a particular strip lot. The customer stated the results for most patients were less than 3 mmol/l but when tests were performed at the laboratory, the glucose results would be between 4 - 18 mmol/l. The customer repeated glucose tests using other strip lots and those results corresponded to the laboratory. The customer provided discrepant results for 3 patients. Any patient treatment was based on the laboratory results. The customer believes that the single vial of test strips was the issue since they had no further issues after using a new vial. Controls were run and passed; the customer thinks whoever ran controls on the test strips left the lid off for an extended time frame and it was a very humid, rainy day. The inform ii meters in use had serial numbers of (B)(4).